Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) for this lot has been requested. Placeholder.

Event description:
It was reported that the set screw on the rod introduction pliers, for side opening implants, sheared off during unknown surgery on unknown date. This is not for a warranty replacement only. It was also reported that there was no impact to the patint. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
According to the additional evaluation the item was received with a missing set screw. The repair technician reported missing parts as the reason for repair. The screw sheared off during surgery. The set screw was replaced. Ncr us1066999 is associated with this part and lot number for orders missing certificates of compliance. This ncr is unrelated to the reported issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. According to the additional evaluation (shr), no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24-jul-2012. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. The lot was inspected to the synthes incoming final inspection sheet and was generated for missing certificate of conformance. The certificate of compliance was provided and the ncr was closed 7/20/2012.